Event description:
On (B)(6) 2010, pt and his mother reported the pt was in an accident and his primary infusion device was damaged. Pt reported he has been on his backup infusion device for about 1 1/2 weeks now and this morning he noticed that all of his basal rates were back to zero. Pt stated he programmed the basal rates and they were programmed until this morning. Pt reported he didn't check it in the past week, but is pretty sure the basal rates were there or else he would have noticed by experiencing elevated reading. Mother reported, pt woke up with elevated readings of 415 mg/dl this morning. Mother stated the infusion device did not alarm with any error messages. Several attempts were made to f/u with the pt and his mother; were unsuccessful. Pt's normal blood glucose range and treatment received is unk. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.